Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. Mmt-1711k was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error 63 alarms during testing. Pump error 63 (variable 03) was present in the history download on 06/02/2019 13:57. Tested with a test p-cap and the test p-cap locked in place properly, however, it was noted as damaged due to cracked retainer. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer. Pump error 63 was due to being found in history files and traces and due to cracked soldered joint at u1 pin (01). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.